Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump does not deliver insulin correctly. Caller reported patient experienced elevated blood glucose levels of 30-33 mmol/l. Caller stated patient experienced ketoacidosis; was hospitalized. Treatment received was not provided. Requested return of the alleged device for evaluation and replacement was sent.